Manufacturer narrative:
(B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the laptop ventilator 1200 (ltv) unit has low oxygen gas (o2) levels. The customer confirmed that there is no patient involvement associated in this reported event.

Manufacturer narrative:
Result of investigation: the suspect device has been returned to the manufacturer for evaluation, bench testing revealed pinched bypass tubing is creating the non- conformance.